Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he is in diabetic ketoacidosis and the insulin pump was not functioning. Before the call ended, the customer stated that the issue was a bent cannula and not the pump.